Manufacturer narrative:
Concomitant medical products: 450453 lead, implanted: (B)(6) 1990. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that at a subsequent device check, a lead warning for low impedance on the atrial lead was noted. The lead remains in use and will continue to be monitored.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.